Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The patient stated that she has a lot of air in the patient line. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient, she has not had any further issues since this event. The patient stated she did not notice any holes or leaks in any of her disposables. The patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine the root cause.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).